Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right ventricular (rv) lead, more ectopy than usual was noted when the lead crossed the tricuspid valve. The lead subsequently perforated the right ventricle and high impedance was observed. The lead was explanted, the procedure was completed with a replacement rv lead. Multiple echocardiograms were performed to ensure no other intervention was necessary. No further patient complications have been reported as a result of this event.